Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2352-50 serial # (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that a procedure was conducted to have a granuloma removed at the patients midline site. The physician believes the issue may have been caused by a loop in the lead under the patients skin. Device malfunction was not suspected. The patient is doing well post-operatively.

Event description:
A report was received that a procedure was conducted to have a granuloma removed at the patients midline site. The physician believes the issue may have been caused by a loop in the lead under the patients skin. Device malfunction was not suspected. The patient is doing well post-operatively.

Manufacturer narrative:
Additional information was received stating that the granuloma has regrown after the excision. Following the granuloma regrowth, the patient scratched it resulting in an infection at the granuloma site. The patient underwent an additional surgical procedure for an unknown reason. No further information has been provided.

Event description:
A report was received that a procedure was conducted to have a granuloma removed at the patients midline site. The physician believes the issue may have been caused by a loop in the lead under the patients skin. Device malfunction was not suspected. The patient is doing well post-operatively.

Manufacturer narrative:
Additional information was received stating that the reported event is related to the surgical procedure and the device hardware, but not related to the stimulation.

Event description:
A report was received that a procedure was conducted to have a granuloma removed at the patients midline site. The physician believes the issue may have been caused by a loop in the lead under the patients skin. Device malfunction was not suspected. The patient is doing well post-operatively.